Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The blood glucose reading was 72 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per a visual inspection. The unit was received with minor scratches on the lcd window. The device was received with a cracked case at the display window corners, battery tube threads and belt clip slot. The unit was received with a missing end cap sticker. Please see medwatch report # 2032227-2015-22315.